Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery to repair a ventral hernia. As reported, a bard/davol ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent an additional surgery to remove the mesh due to infection. It is alleged by the patient attorney that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with ventral hernia and underwent open repair with implant of ventralex mesh. Per operative report details, "approximately a 2cm ventral hernia was identified and reduced. A large ventralex patch was placed". (B)(6) 2014 - patient was diagnosed with infected mesh and thereby underwent mesh explant. Per operative report details, "there was drainage of mostly straw-colored fluid with a little bit of debris contained within it. The mesh was then removed. The wound was then inspected and there was a large cavity where the fluid was presented. This was all drained and some necrotic tissue was identified and removed". Attorney alleges that the patient had abscess, infection, pain, hernia recurrence and underwent mesh explant.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Infecton is a known inherent risk of surgery. Regarding infection the warning section of the instructions-for-use states."if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct date of event, expiry date and date of explant. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 months post implant of ventralex mesh, the patient had abscess, necrosis and infection thereby underwent mesh explant. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, b4, b5, b7, d1, e3, g1, g3, g6, h2, h3, h6, h10, h11 corrected fields: b3 (date of event), d4 (expiry date), d.6 b (date of explant) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Infecton is a known inherent risk of surgery. Regarding infection the warning section of the instructions-for-use states."if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery to repair a ventral hernia. As reported, a bard/davol ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2014 - the patient underwent an additional surgery to remove the mesh due to infection. It is alleged by the patient attorney that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.